Manufacturer narrative:
Approximate age of device - 4 years, 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a percutaneous lead (driveline)/pump pocket infection which was identified on (B)(6) 2018. The patient underwent a pump exchange to another manufacturer¿s device on (B)(6) 2018. The patient was seen in the vad clinic on (B)(6) 2018 and reported a "knot" below the ribs. According to the physician, the patient was admitted from clinic with progressively worsening area of subcostal erythema. Imaging showed possible fluid collection as well as an apical pseudoaneurysm surrounding the lvad inflow cannula. The pseudoaneurysm was concerning for mycotic aneurysm. The patient underwent explantation of the lvad with omental flap, and implantation of another manufacturer¿s device. During the procedure, purulent material was observed at the subxiphoid process, as well as a grossly infected lvad and surrounding tissues.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of the returned device. A specific cause for the reported infection and history of transient ischemic attack (tia) as well as a direct correlation with the evaluation findings of the returned device could not be conclusively determined. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump, examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The returned portion of the percutaneous lead (driveline) appeared unremarkable and electrical continuity testing of the driveline segment did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists infection (driveline, pump pocket, and local), stroke, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.